Event description:
A us distributor contacted zoll to report that a (B)(6) year old male patient had a skin irritation. The patient reported a painful and itchy skin irritation. The patient reported three round circles under the electrodes, 2 on top of his breasts and one on his back. The patient reported removing the lifevest and stated he would consult his doctor the next day. During a follow-up on (B)(6) 2015 the patient ended use of the device. It is unknown if the patient sought medical attention. There were no additional details known about the medical outcome of the irritation.

Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device, including the blue(tm) defibrillator gel.